Manufacturer narrative:
Remains implanted.

Event description:
The dentist reported the tuning screw has fractured.

Manufacturer narrative:
Although product associated with this event has not been provided for review, the reported screw fracture has been confirmed through review of radiographs provided. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.